Event description:
Our affiliate is reporting that a patient had an arthroscopic shoulder repair in 2009 with the use of 2 panalok loop rc anchors for fixation. At some point post-operatively, it was somehow discerned that there was a possible infection. Three weeks later, the shoulder was revisited, we assume scoped and washed (cleansed / lavaged). During this procedure, while the surgeon was tugging on the anchor sutures, they easily came away from their anchors. The surgeon feels that there may be some "osteolysis". We have questions out to our facility for further information and clarity. See also associated MDR 1221934-2009-00499.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.